Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-00486. Additional information received identified the leads were explanted and replaced with another model which resolved the issue. Reportedly, effective therapy was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-00486. It was reported the patient experienced loss of stimulation due to scs lead fracture. The patient alleged, the issue occurred following a rough ambulance ride 2 years ago. Surgical intervention may be taken at a later date to address the issue.